Event description:
Rec'd info stating pt was hospitalized due to low bg's and seizure.

Manufacturer narrative:
No product has been returned for eval. Should new info become available a f/u MDR will be submitted.